Event description:
On 4/27/06, nellcor puritan bennett received a report of a cuff leak on a 6dct tracheostomy tube. The caller is reporting that the cuff on the device is not holding air. The caller reported that he has to continue use of the device until his homecare provider can issue a replacement. Nellcor contacted the homecare provider and arranged replacements to be sent to the customer.